Event description:
Boston scientific received information that during a device replacement procedure the physician was experiencing difficulty loosening the right ventricular (rv) rate sense setscrews on the device. It was noted that they had already attempted several wrenches, a flat screwdriver and had sheared off the wrench shafts. Boston scientific technical services (ts) was consulted and suggested additional troubleshooting steps with no success. The other manufacturer's field representative stated that they would continue to attempt loosening the setscrews. The boston scientific field representative was unable to obtain any additional information. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.